Manufacturer narrative:
The customer has advised that the power supply was replaced as directed by getinge and the unit was subsequently cleared for patient use.

Event description:
It was reported that during a routine check performed by the customer on the cs300 intra-aortic balloon pump (iabp), the iabp turned off twice. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. It was reported that the customer purchased a power supply from getinge, and that they will be performing the repairs on their own. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during a routine check performed by the customer on the cs300 intra-aortic balloon pump (iabp), the iabp turned off twice. There was no patient involvement, and there was no adverse event reported.